Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of merlin.net transmission for alert, several non-sustained episodes as well as two recent episodes in the vf zone that received atp while charging were noted. These episodes appeared to be artifact on both the near-filed and far-field channels. The patient reported no symptoms. A merlin transmission from (B)(6) 2019, indicated that the patient received inappropriate high voltage shock that appeared to be the same artifact. Physician was notified and tachy therapy was disabled until the lead can be revised. The patient did not report any acute symptoms associated with the shock, only reported that it sounded like a loud bang in his head.